Event description:
It was reported that the customer's insulin pump alarmed and the device was dropped once before. The blood glucose reading was 165mg/dl. It was also stated that the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.